Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device has a problem identifying the connection of the electrodes. The device is unusable and cannot be repaired or replaced. The rse suggested to contact the avf distributor who will be able to direct you towards another AED model. The device was requested to be removed from service and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the device. The reported problem was confirmed the device is no longer serviced, and customer was suggested to purchase the alternative model. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.